Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: two photos and two loose 1ml luer lock syringes (p/n 309648) were received. The samples were visually evaluated. One sample was heavily scraped on the 0.1ml and 0.2ml numerals, also on the word "single". White residue that appeared to be shaved polycarbonate larger than level 3 in size was present in the affected areas along with illegible print. Both the residue and scrapes had been printed upon. One sample was scraped on the 1ml numeral and through the bd logo causing missing print. Since the scrapes and residue had been printed upon, potential root cause for the foreign matter and illegible print in one sample can be attributed to the marking process. Potential root cause for the damage and missing print on the 1ml numeral and bd logo is associated with the assembly process. No corrective actions are necessary based on the defective rates identified. Batch #9172781 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the scale marking ink on 2 bd luer-lok¿ syringes was printed over a glue-like residue, which scraped off and caused illegibility. The following information was provided by the initial reporter, translated from (B)(6) to english: "customer reported glue residue on the syringes (the ink was printed over them, so it can be assumed that this is a manufacturing defect). He discovered this during filling, so before use. There are no patients involved." Via bd investigation: "white residue that appeared to be shaved polycarbonate larger than level 3 in size was present in the affected areas along with illegible print. Both the residue and scrapes had been printed upon. One sample was scraped on the 1ml numeral and through the bd logo causing missing print."